Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a dead battery was not confirmed nor duplicated during product evaluation. Delivery accuracy tests were performed and found the pump to be delivering within specifications. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which there was a dead battery. There was no patient involvement. The event occurred upon power on in the biomedical service department. This condition has the potential to interrupt delivery. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.